Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Correction to the initial MDR in blocks b5, h6. The ipg has not been returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis and the complaint as reported could not be confirmed. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
The spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement because the device was no longer charging. The patients therapeutic settings were within normal limits. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
The spinal cord stimulation (scs) patient underwent an ipg replacement because the device entered hibernation mode as it approached its end of life. The patients' therapeutic settings were within normal limits. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was discarded by the medical facility.